Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) t wave oversensing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one episode of t-wave oversensing was observed. The patient is scheduled for a future follow up appointment. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.